Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on info provided by the foreign distributor. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion failure analysis lab technician. The carefusion failure analysis lab technician evaluated the device, verified the complaint and determined that the root cause of the reported event was faulty component on the tran com alarm (tca) pcba which is part of the gas delivery engine (gde). Carefusion has initiated an internal corrective action through our corrective and preventative action system to investigate this issue. The device has been routed to the carefusion factory service department for repair. The device will then be run through a complete calibration and checkout to ensure that it meets all factory specifications. Once this is completed the device will be shipped back to the user facility ready to be placed back into service.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with the foreign distributor. "The audible alarm on the ventilator does not sound, the secondary alarm sounds 4 tones when the machine switched on. I have tested the resistance on the alarm speaker and measured 7 ohm on the speaker. Uploaded software 4.6, but even during the software update, the machine is silent."